Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into an outlet known to work and wait at least 30 minutes; as a result, the pump started charging.